Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
The surgeon implanted the screws in the pedicles, no unusual placement was noted on xray. Once the rods were seated and the blockers inserted, the compression forceps were used, at the same time as the counter torque and final tightener. The 7.5mm screws appeared to deform in situ, but heads did not fully disengage. However, it was clear that the blocker had sunk below the top edge of the screw head. The surgeon commented that when final tightening the blocker, he didn't achieve a tactile feeling that the blocker is tight. Instead what happens is that the final tightener never achieves 12nm. The surgeon left the construct in place as he felt it was secure but it was clear the screws had deformed.